Manufacturer narrative:
D4: UDI information added. Investigation conclusion: retention devices for the reported lot number were tested with clinical negative urine samples. Results were read at 3 minutes. All test devices produced expected negative results at the read time. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Batch record review found no relevant non-conformances; the lot met all final release specifications. It was reported that the first patient urine sample had visible contamination present. Repeat testing on a second, clear urine sample provided expected results. Per the package insert, urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. Patient sample interference cannot be ruled out as a root cause for the reported issue.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
It was reported that a patient scheduled for a colonoscopy was administered an hcg urine test x2. The tests were with turbid urine (potentially contaminated). The first test was not centrifuged, the second was centrifuged and both had a false positive result. When the test was repeated on a second sample of clear urine it was negative and the bloodwork for hcg was negative. The patient elected to leave the facility without the colonoscopy procedure. Although requested, no further information was received.